Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's mother stated that they had high blood glucose of 463 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with the insulin pump. The customer's mother reported that the no delivery alarm was resolved by a complete set change including the reservoir. The customer's mother reported that they also received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 388 mg/dl at the time of incident. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.